Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised. Original patient complaint was pain. Surgeon reported he was not satisfied with the shell's position and that it was contributing to impingement with the competitor stem. A shell, screws, mdm metal liner, adm/ mdm poly insert, and competitor femoral components were revised to a restoration modular stem construct with a new shell and liner.